Manufacturer narrative:
Backup battery.

Event description:
The customer reported the backup battery in use on the ventilator was not functioning. The customer reported the ventilator was being setup for use and was being tested using a test lung when the ventilator started alarming with a battery depleted message. Review of the ventilator's diagnostic log verified the device had been in operation on backup battery power and the backup battery functioned until it depleted as a result of extended use, at which time the ventilator will shut down and alarm as specified due to loss of power. The manufacturer's field service technician replaced the battery to complete the service. Extended self testing (est) and applicable final testing was completed and tests passed to operating specifications. This event is being reported as a user error. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.